Event description:
It was reported that the patient developed a pocket infection. The leads were removed. No pacemaker explant was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The lead was returned following explant without any allegation of malfunction. Visual examination of the lead was performed and no problem was detected.